Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon got stuck - vagina [foreign body in reproductive tract]. Had an issue with the tampax¿ had to go to hospital to get (tampon) removed [complication of device removal]. (Tampon) string broke off [device breakage]. Case narrative: consumer reported via email that the tampon string broke off. No serious injury was reported.